Event description:
Complainant alleged that during a routine shift check by a clinician, the main switch was loose and didn't allow the user to make a 200 joule selection. The complainant indicates that there was no pt involvement in the reported failure.